Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, the patient reported that there was battery depletes more than 60% a day and had cartridge fitting issues: housing damage, which caused that the infusion set was kinked tubing which led the patient had gone into coma more than three days and patient's blood glucose levels elevated to 600 mg/dl and higher. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.